Event description:
The patient had a 99%, de novo, heavily calcified lesion in the proximal left anterior descending artery. The vessel was moderately tortuous. The lesion was pre-dilated and a 3.0 x 13mm cypher select plus stent was delivered to the target lesion. However, the stent would not cross the lesion. The physician made several attempts but was unsuccessful. When the cypher was retrieved from the patient, a kink was confirmed at approximately 10cm from the distal tip. Therefore, a different 3.0 x 13mm cypher select plus stent was delivered, but it also failed to cross the lesion. When the physician retrieved this cypher from the patient, the distal edge of the stent was flared. The procedure was completed with a 3.0 x 8 and 3.0 x 18mm nobori. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The patient had a 99%, de novo, heavily calcified lesion in the proximal left anterior descending artery. The vessel was moderately tortuous. The lesion was pre-dilated and a 3.0 x 13 mm cypher select plus stent was delivered to the target lesion. However, the stent would not cross the lesion. The physician made several attempts, but was unsuccessful. When the cypher was retrieved from the patient, a kink was confirmed at approximately 10 cm from the distal tip. Therefore, a different 3.0 x 13 mm cypher select plus stent was delivered, but it also failed to cross the lesion. When the physician retrieved this cypher from the patient, the distal edge of the stent was flared. The procedure was completed with a 3.0 x 8 and 3.0 x 18 mm nobori. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + 3.00x13 mm (lot 15338353) was received coiled inside a plastic bag. The stent was received between proximal and distal marker bands. The distal struts of the stent were uplifted. Five kinks were found at 7.1 cm, 12.7 cm, 13.3 cm, 17.8 cm from distal end and 23 cm from proximal end. No other damages were found. Crossing profile was measured for middle and proximal sections of the stent and was found within specification. Distal section could not be measure due lifted struts in this area. During microscopic analysis the distal struts in stent were uplifted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinked/bent-in patient was confirmed. The reported "strut uplift" was confirmed. The exact cause of the failures reported by the customer complaint could not be determined. It does not appear to be related to the manufacturing process. Controls are in place to prevent damaged units leave the facility. Difficulty tracking a product through an anatomical structure and crossing a lesion are known procedural occurrences. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. They are most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's attempt to deliver the stent to the target lesion. Based on the information available there are possible vessel characteristics (heavy calcification and moderate tortuosity) and procedural factors that may have contributed to these events. Neither the DHR nor the products analysis suggest that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The following products were used during the index procedure: a runthrough guidewire, a brite tip guiding catheter and a 3.0 hiryu balloon catheter. Additional information will be submitted upon 30 days of receipt.